Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-02528. It was reported the patient had unsatisfactory pain relief from his scs system and wanted it removed. The physician explanted his system on (B)(6) 2013. The facility allegedly discarded the explanted devices; therefore, they will not be returned to the MFR.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.